Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a model zxr00 19.5 diopter intraocular lens (iol) was explanted from a male patient¿s left eye (os) as the patient requested a monofocal iol instead. The initial iol was replaced with a zcb iol model. No additional information is provided.

Manufacturer narrative:
Additional information: as a result of follow up additional information was provided; the patient was not experiencing any visual issues he just did not like the lens and wanted to replace it with a monofocal lens, a model zcb00 20.5 diopter lens was implanted. At explant/exchange there was no incision enlargement, vitrectomy, or capsule tear. The patient is doing fine. The explanted lens was discarded. Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed. The reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.